Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on september 20, 2019, with blood glucose of 400 mg/dl. Customer was having high blood glucose value between 400 mg/dl ¿ 600 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with injection. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.